Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03680. The patient reported she is no longer using system stimulation due to not receiving effective stimulation since implant after experiencing a fall. The patient also reported she has unrelated health issues and needs her scs system explanted in order to receive an MRI. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.